Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump button had stopped working the blood glucose was 270 mg/dl. The customer stated that the time was advancing. Advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction. The device will be returned for the analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive all buttons due to unlocked j2/lcd keypad connector.